Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the rpm performance was below specification. This was attributed to improper cleaning/maintenance and possible water damage. Device was replaced with a new unit returned to the customer.

Event description:
It was reported that the handset was overheating. (B)(4).